Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the image was not displayed due to a cable malfunction. Based on the investigation's results, it is likely that the following led to the malfunction: it was confirmed that the image was not displayed due to a cable malfunction. However, the information obtained from this complaint and the investigation's results did not lead to the identification of the cause of the cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an abnormal image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.